Event description:
The pt reported low blood glucose episode (28 mg/dl) that was self-treated with oral carbohydrates. It was reported that the pump dispensed insulin without user intervention.

Manufacturer narrative:
The pt reported the hypoglycemia was resolved without the need for medical intervention. The pump has not been returned to animas for eval at this time. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.